Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x32mm promus element plus drug-eluting stent was advanced, but failed to cross the lesion. However, the tip of the stent struts were found lifted up. The procedure was completed with a different device. No patient complications were reported and the patient was stable.